Event description:
Multiple punctures, leaks, holes have been noted over past several months. No ultimate patient harm except for waste of blood product - holes are appearing when spiked. We lose the whole unit of blood when it is punctured (300ml average). This has happened on multiple nursing floors and at the (B)(6) center. Manufacturer response for fenwal blood-pack units & transfer packs, fenwal blood-pack (per site reporter). Referred a technical information document to us. Manufacturer response for fenwal blood-pack units & transfer packs, fenwal blood-pack (per site reporter). Referred a technical information document to us. Manufacturer response for fenwal blood-pack units & transfer packs, fenwal blood-pack (per site reporter). Referred a technical information document to us. Manufacturer response for fenwal blood-pack units & transfer packs, fenwal blood-pack (per site reporter). Referred a technical information document to us. Manufacturer response for fenwal blood-pack units & transfer packs, fenwal blood-pack (per site reporter). Referred a technical information document to us. Manufacturer response for fenwal blood-pack units & transfer packs, fenwal blood-pack (per site reporter). Referred a technical information document to us.

Event description:
Multiple punctures, leaks, holes have been noted over past several months. No ultimate patient harm except for waste of blood product - holes are appearing when spiked. We lose the whole unit of blood when it is punctured (300ml average). This has happened on multiple nursing floors and at the cancer center. Manufacturer response for fenwal blood-pack units & transfer packs, fenwal blood-pack (per site reporter). Referred a technical information document to us (attached).